Event description:
Edwards received notification from our affiliate in australia. As reported, it was an implant case of a 23mm sapien 3 valve in the aortic position. The patient's native annulus measured 445mm. Initially, it was planned to implant a 26mm sapien 3 valve, but finally it was decided to implant a smaller valve with additional volume. The 23mm sapien 3 valve was deployed with 2mls of extra volume at 100/0 with successful result, since there was trace pvl and no regurgitation, although the intended position was 80/20. Patient returned to hospital approximately fifteen (15) days post-procedure with severe paravalvular leak and increased shortness of breath. Seventeen (17) days post-procedure, it was found that the valve had dropped toward the lvot at a position of 70/30. Two bav attempts were made with a 24mm and 25mm non-edwards bav to push the valve out with minimal expansion and the pvl was still present. No more attempts were made due to concern regarding valve leaflets. Physician to reassess echo post one day. The patient was stable. On pod 28, the 23mm sapien 3 valve was explanted and a 25mm surgical valve was implanted in replacement.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: device not returned.

Manufacturer narrative:
Supplemental report submitted to include engineering evaluation as the device was returned. Updated h10. The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the flowing was observed: the valve was damaged/ distorted due to explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve malposition, valve migration, and paravalvular leak were unable to be confirmed as no applicable imagery or medical records were provided. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''it was an implant case of a 23mm sapien 3 valve in aortic position. The patient native annulus measured 445mm. Initially, it was planned to implant a 26mm sapien 3 valve, but finally it was decided to implant a smaller valve with additional volume. The 23mm sapien 3 valve was deployed with 2mls of extra volume at 100/0 with successful result, since there was trace pvl and no regurgitation, although the intended position was 80/20''. Therefore, it was likely due to procedural factors. Without applicable imagery a definite root cause is unable to be determined; however, available information suggests that procedural factors (valve positioning and deployment technique ) may have contributed to the complaint event. For the complaint of valve migration, per the instructions for use (IFU), valve migration is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Per imaging evaluation, ''important to note, there is a discrepancy between the reported annulus area from the fcs & the CT report provided, 445mm2 and 428mm2, respectively'', and size 23mm thv could be potentially under-sized. Per IFU, ''incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture''. In this case, the deployed valve was potentially under sizing, which could lead to improper valve anchor to the target site (native annulus). Over the time, the valve could be dislodged/migrated. As such, available information suggests that procedural factors (valve undersizing) may have contributed to the complaint event. For the complaint of valve paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the deployed valve was migrated, and the paravalvular leak was observed due to the pvl skirt couldn't be sealed against the target site (native annulus) with the new migrated position. As such, available information suggests that procedural factors (valve migration) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional clinical imaging evaluation findings: pre- tavr CT (still images only, no raw data) were provided. From limited visualization, it appeared that there was no hostile anatomy, aside from the presence of possible left ventricular outflow tract calcification: severe annular calcification, narrow aortic root (cusp to commissure, 32.6 x 34mm), narrow or calcified sino- tubular junction (29.9 x 31.8mm), bulky leaflets in combination with low coronary ostia. The provided description and limited CT data suggest that possible migration of the thv prosthesis was related to 1) malposition with an implant depth of 100/0 resulting in sub-optimal anchorage to the annulus 2) possible under sizing of the valve. Edwards IFU does not provide official instruction on over or under filling the inflation balloon and how this impacts final valve size and therefore unable to comment directly upon physician strategy.